Event description:
Engineering triggered an investigation based upon a review of field failures. A failure could result in an inability to operate the attached lifepak 12 defibrillator/ monitor on battery power.